Manufacturer narrative:
Analysis of the ins (s/n (B)(6) ) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become se section d information references the main component of the system and other applicable components are: product ID cd9000, serial# (B)(6), product type multiple therapy product product ID wr9220, serial# (B)(6), product type recharger product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having difficulty recharging the recharger which they first noticed about twelve days ago. Patient said that they contacted the local manufacturing representative about this issue last week and did some troubleshooting with the representative. Asked, and patient said that they confirmed getting power when dock is plugged in however they also tried different outlets. Patient said that after being recharged for 24 hours the recharger is unresponsive. When asked, patient said that when not using the recharger it is kept on a shelf. Reviewed recommendation to keep in a plugged in dock in between uses. Replacement sent. Additional information was received from the patient. Patient called back with the replacement recharger and reported they been trying for a few days now to connect the replacement recharger to the handset but it wouldn't connect. Patient was at work with only the recharger and the handset and they'd left the dock and charging cables at home. Patient powered on the handset to begin troubleshooting with patient services and it died. Patient did not have another charging cable available so they were going to call back tomorrow ( (B)(6) 2024 ) to troubleshoot the issue when they had the handset charged. Patient called in after getting the replacement recharger ( (B)(6) ) and couldn't pair it to the handset. Walked caller through pairing the handset and recharger. Patient was successful and was able to start charging stimulator on the call.